Manufacturer narrative:
A1: 20-39-b. B4: 03-aug-2021. G1: (B)(6). G3: 02-aug-2021. G6: follow-up #1 . H2: additional information . H6: medical device problem code: 2682 - patient - device incompatibility. Investigation conclusions: 4315 - cause not established . H10: the radiographic images showed evidence that the disc lost height and that one of the devices showed radiolucency. Due to lack of pre-operative and post-operative imaging, further interpretation was not readily available. The device was not returned; thus, device examination could not be performed. No microbiology or pathology laboratory testing results were provided; however, it was noted that a posterior lateral mass was identified. In summary, one device was intact and one device was noted to be collapsed. Based on the information provided, it was not possible to ascertain the relationship between these factors and the collapsed disc which led to the explantation.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised. Both devices were explanted.